Manufacturer narrative:
The cls was not returned to saluda. The saluda representative confirmed the patient was unable to properly operate the evoke scs system, including charging and turning the device on, and subsequently discontinued use. At the patient¿s request, an elective explant was performed.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inability to use the system appropriately. An explant was therefore requested and completed.